Event description:
It was reported that the initial laparoscopic gastric bypass procedure went well. The case was completed with no patient consequence. At some point after the procedure the patient was brought back into the or with bleeding at the gastric jejunostomy junction. It is unknown what caused the bleeding. The patient required several units of blood as well as an upper endoscopy, though nothing actively bleeding to clip. Intraoperative endoscopy also was largely normal, but a small amount of clot at the anastomosis. The surgeon states that "we could not make anything bleed or elicit bleeding to see if anything needed to be oversewn."

Manufacturer narrative:
(B)(4). Information unavailable.